Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) presented to a veterans administration (va) facility complaining of hearing tones and stated that he was there to have his device checked by a guidant representative. It was reported that this facility is not a hospital and is not equipped to check devices. It was further noted that the patient claimed to have been contacted by a guidant representative to meet at this facility, but the technical services (ts) representative could not confirm this with the individual identified by the patient.